Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd (B)(4). As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 20 for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 12/2024).

Event description:
It was reported that prior to a biopsy procedure, the mission kit allegedly found to have 19g coaxial introducer instead of 17g coaxial. There was no patient involvement.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 20 for this event. H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiration date: 12/2024), g3. H11: g1, h6(device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the mission kit allegedly found to have 19g coaxial introducer instead of 17g coaxial. There was no patient involvement.